Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v748407, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported a sudden loss or change in therapy in (B)(6) 2015. The device reportedly wasn't working as well as it should have been. The patient experienced frequency of urination. Programming changes were made on (B)(6) 11 with the manufacture representative. On (B)(6) 2015, the patient was going to the bathroom every hour on the hour. During the call, the patient changed programs. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information received from the patient reports that the loss of therapeutic effect had been resolved. It was also later reported that the patient saw manufacturer representative on (B)(6). The patient reported it worked about a week then the patient called the manufacturer and talked to some one. It didn't work, so the patient had it off for two weeks and the patient was doing just fine.